Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a inguinal hernia repair with mesh. Revision surgery 4 years and 2 months post-surgery. The patient experienced pain, hernia recurrence, revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, pain, adhesions, fibrous changes, scarring, left cord lipoma, and mesh dislodged anteriorly. Post- operative treatment included inguinal hernia repair using physiomesh flex composite and perfix plug.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced recurrence, pain, and adhesions. Post- operative treatment included inguinal hernia repair using physiomesh flex composite and perfix plug.